Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there were situations where estimated values provided by the eversense 365 app were entered as calibrations rather than true bg values. Customer care recommended that the user re-link their sensor to clear calibration history and re-initialize the system. They were also advised about proper calibration techniques, and they were encouraged to reach out if they encountered any additional issues. Per dms review, the user was using the system with up-to-date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident were user experienced sensor inaccuracy. No injury or medical intervention was reported.